Event description:
It was reported that the procedure was cancelled. The patient was sedated. A 330cm rotawire and wireclip torquer was selected for use in a severely calcified vessel. During the course of procedure, outside the patient, it was noted that the tip of the device was damaged. The procedure was not completed due to this event. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The unit returned has spring tip bent, as part of overall visual revision. Visual & microscope inspection revealed that spring tip was found bent & stretched. No other issues were identified during the product analysis.

Event description:
It was reported that the procedure was cancelled. The patient was sedated. A 330cm rotawire and wireclip torquer was selected for use in a severely calcified vessel. During the course of procedure, outside the patient, it was noted that the tip of the device was damaged. The procedure was not completed due to this event. No complications were reported and patient was stable post procedure.